Manufacturer narrative:
The lot number reported by the dentist was not verified by the system, so it was not considered. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4) - the dentist reported that almost 6 months after the dental implant was installed in intraoral region 8#, its non-osseointegration was observed.